Event description:
Following spine surgery, hemovac drainage tube placed and tested intraoperatively to insure proper functioning i.e. No suture entanglement. While manipulating tube postoperatively to check for patency, surgeon indicates tip broke off requiring surgical intervention. It is unclear if tubing was defective.